Event description:
The customer reported to olympus the single use sphincterotome v (distal wireguided) tip of the knife wire broke at the first energization. The reported issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the knife wire was broken, and the broken part was burnt and melted. Additionally, it was observed that the wire sheathing was missing approximately 4.5 to 8.5 mm from the tip side. When the outer diameter of the knife wire was measured, no abnormalities were found. Also, no problems with the length of the knife wire or other defects were found. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the knife wire damage could not be identified. Considerations ¿ based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. 1) the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2) under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Olympus will continue to monitor field performance for this device.